Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat a biliary stricture due to cholangiocarcinoma in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was dilated with a hurricane balloon prior to stent placement. During the procedure, the stent was fully deployed; however, during removal of the delivery system, the tip of the delivery system got caught on the top of the stent in the hilar region. The physician was unable to remove the delivery system and another device could not fit through the scope so the physician cut the delivery system. The scope was then able to be removed, and then the stent and delivery system were removed using a rat tooth forceps. Reportedly, the physician believes that the event was due to the stent size being too long for the patient's anatomy. The procedure was completed using a smaller sized wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.